Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4).

Event description:
It was reported to vyaire that the vela ventilator experienced a "vent inop" alarm. The customer confirmed that there was no patient involvement associated with the reported event.